Event description:
It was reported that the customer's blood sugar reading was not transferring to the insulin pump when the battery was low. He also received multiple alarms at night because he rolled over on the transmitter. The customer's blood glucose level was not reported. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.